Event description:
The customer observed discrepant elevated architect c8000 glucose results. An initial elevated result of 452 mg/dl was generated on a patient sample that retested within the normal range at 84 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
Internal identifier(s): 056/1-200405450-10. The customer performed troubleshooting steps which resolved the issue. Troubleshooting steps included the following architect c8000 maintenance procedures: flushing lines and inspecting syringes, pipettor alignment and washing cuvettes. Precision testing was acceptable following the maintenance procedures. An abbott technical executive was dispatched to verify architect c8000 performance. The customer believes the issue was resolved by cleaning the cuvettes and/or flushing air in the lines. The architect system operations manual, list number 6e28-06, section 10 troubleshooting and diagnostics, provides information for troubleshooting erratic results and poor precision. This is the final report.